Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event.

Event description:
Patient¿s hip was revised approximately 2 months post-implantation due to dislocation after a fall. During the procedure, the femoral head and acetabular liner were removed and replaced.

Manufacturer narrative:
Concomitant medical products: delta ceramic femoral head, catalog#: 650-1161, lot#: 2016052181; shell with cluster holes, catalog#: 00875705801, lot#: 62234163; taperloc micro, catalog#: 51-117130, lot#: 3786591. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.